Manufacturer narrative:
Product event summary: the controller and ventricular assist device (vad) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed 1 controller power up event on (B)(6) 2019 at 13:19:51 hours. The data point prior to the first loss of power revealed that a battery was connected to power port one (1) with 94% relative state of charge (rsoc) and a battery was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that the same battery was connected to power port (1) and the same battery was connected to power port two (2). The controller was without power for 01 minutes 25 seconds. Additionally, there were 7 controller power up events on (B)(6) 2019 at 11:06:11, 11:37:22, 12:10:24, 12:45:27, 13:23:02, 13:49:09 and at 14:03:53. The data points prior to these loss of power revealed that the same battery was connected at power port one (1) with 0% relative state of charge (rsoc) and the same battery was c connected to power port two (2) with 0% rsoc. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the batteries depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation was initiated to capture events involving the controller losing power. Additional products: serial#: (B)(4). Yes. FDA medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial#: (B)(4) UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down at home by a neighbor. It was noted that the controller exhibited an unexpected loss of power. The cause of death was unknown.